Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined bipolar impedance qualified as high and no capture. The ra lead remains in use. No patient complications have been reported as a result of this event.